Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. (B)(4) applies to the lead, (B)(4) applies to the ens while (B)(4) applies to the lead. (B)(4) apply to the ens. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens). It was reported the trial was successful and the patient could walk again. The patient said their only challenge was that they were not feeling stimulation anymore. The patient went for a walk and was sweating and the sweat caused the bandages to slide down the patient¿s back. The patient did not want to call their healthcare provider (hcp) and instead had their boyfriend re-tape so it wasn¿t wet from sweating in that area. The patient turned stimulation back on and the ens showed a reading,but the patient did not feel stimulation. The patient tried increasing the stimulation to each level they had available and turned stimulation up as high as it would go, but still did not feel stimulation. The patient mentioned they thought they would have the trial leads taken out if they did not have the device in for 7 days for insurance reasons. The patient stated they had an allergy to the tape and it was itching like crazy. They said it was a mild reaction and they tried to avoid scratching and they took benadryl to help keep them from scratching. The patient mentioned they could not be seen by the hcp until thursday. They mentioned they would reach out to the hcp or manufacturer representative to have the device checked or possibly removed. Additional information was received from a manufacturer representative regarding the patient. It was reported that the lead and tape were removed a few days early due to the tape exposure to sweat. There were no further complications reported or anticipated. Additional information was received from a healthcare professional (hcp) on 2017-aug-31. The hcp did not know the serial number of the ens. The cause of the loss of stimulation was due to the leads slipping which could have been due to the patient going on a long and vigorous walk. The allergic reaction was not mentioned to the hcp so it was unknown if it was resolved. No further complications were reported/are anticipated.